Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insufflation unit occasionally did not turn on. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was not returned to olympus for inspection, and therefore the customer's complaint was not reproduced. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "device cannot start:" malfunctions could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
There was no delay, and no patient was under anesthesia.